Event description:
The customer reported a tooth loss while wearing the aligners. The impacted tooth is #6. Medical intervention was required and aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth. This event not reported within the required 30-days is covered by CAPA # (B)(4).